Event description:
It was reported that on follow-up exam following a tuna procedure, second and third degree burns were noted in the area where the grounding pad was placed. The procedure had been performed under general anesthesia with the pt repositioned on the operating table following preparation for the procedure and placement of the grounding pad. The pt was referred to plastic surgery where primary excision and closure of the third degree burn was performed.